Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_stylet_acc, product type accessory. Analysis of the lead, lot #va0nk51, found no anomaly. The electrodes of the lead were straight.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a bent lead that was observed out of packaging. This had occurred during the procedure and the lead was not used, a different product was used. The issue was resolved but the cause was not determined. The lead was going to be returned. There were no patient symptoms and their status at the time of report was alive with no injury.